Event description:
Lead management case where the patient presented with noise on the atrial lead and opted to have both leads explanted and a new cied system placed. Procedure began by prepping the atrial lead (4557m implanted 1999) with an lld #1 and the ventricular lead (5023m implanted 1999) with an lld #2. The physician used a 14fr glidelight on the ventricular lead and was able to advance to the tip freeing it from the cardiac wall. Upon removal of the lead and the 14fr glidelight the patient¿s blood pressure dropped. Chest compressions where started and the CT surgeon was called. Approximately ten minutes later, the CT surgeon began opening the chest and starting the patient on bypass. A large tear was located at the svc/ra junction and repaired; the atrial lead was removed by the CT surgeon. The patient survived efforts and was discharged from the or.